Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother reported the following readings on the same aviva meter. (B)(6) 2016 122 mg/dl,139 mg/dl, 252 mg/dl within 10 minutes. (B)(6) 2016 514 mg/dl,155 mg/dl,308 mg/dl,119 mg/dl no adverse event reported, meter and strips replaced and requested for return.